Event description:
The customer reported to olympus that the visera elite video system center power switch was pressed and became stuck inside the device [could not be turned on]. There was no patient harm associated with this event. Additional information was requested but details were not known or provided by the reporter.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the power switch mechanism failure, the additional evaluation findings are as follows: inside harness has poor appearance, screw has poor appearance, and front panel has poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed. The failure of the power switch was identified as the cause of the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instruction manual and device labeling were reviewed, and no anomalies were found that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.